Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-may-2024, it was reported by the patient that he has high blood glucose level 400+ mg/dl. In troubleshooting found that he neglected to remove the blue needle guard upon infusion set placement. No further information was available.